Manufacturer narrative:
Device history record - DHR was reviewed and no anomalies that could be associated with the complaint were observed. The bipolar insert was returned for evaluation: failure analysis:the investigation verified that the coating was damaged between the jaws and the tube. It was stripped. Root cause: the evaluation verified the complaint as valid. The uses of the inserts with the received tube (without protection ring or with a damaged ring) have damaged the coating of the inserts.

Event description:
This is 6 of 7 reports linked to the following mfg report numbers: 2523190-2021-00021, 2523190-2021-00022, 2523190-2021-00023, 2523190-2021-00024, 2523190-2021-00025, 2523190-2021-00028. A facility reported that the coating of the bipolar insert (cev634-1a) was damaged and very small parts of the shaved blue insulating part (like sparkling) fell into the patient's stomach. The surgeons tried to remove them as much as they could and they were able to complete the unspecified procedure using another bipolar forceps. There was increase of surgery time of 15 to 20 mins, and no patient injury was reported. Information regarding, age gender of the patients or type of surgery are not available. It was also reported that four different surgeries were impacted by the dysfunction of units.